Manufacturer narrative:
(B)(4). While the exact lot number could not be identified, three potential lots were provided. No issues were identified during the manufacturing and release of these products that could have contributed to the problem reported by the customer. These connectors were released accomplishing all quality requirements. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the reoperation for asd was performed by using the expedium system. This reoperation was the re-fixation surgery (unilateral) by using the universal connectors due to the rod breakage at l3/4. On (B)(6) 2018, it was reported by the surgeon that the position of the connectors had been deviated postoperatively. When the x-ray image was checked on (B)(6) 2018, the position of the rod which was joined to the connectors had been almost deviated. Moreover, the set screw which was bolted down to the rod was loosened. The surgery was completed with a no delay.the possible lot numbers for the complaint product are nw194530, nw198676, and nw196708. (This (B)(4) is related to (B)(4).)